Manufacturer narrative:
During a follow up on (B)(6) 2015, the contact indicated that the customer was wearing the pump in a baby sock and the issue was resolved. No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding a 'cartridge alarm 1' during basal delivery. Reportedly, there were cracks present in the cartridge. Customer's blood glucose level was not impacted.